Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the meter emitted a meter error issue (bg>15 min old) alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 09/22/2015 with the following findings: the complaint could not be confirmed or duplicated with investigation. The meter¿s data history showed evidence of boluses being performed with a blood glucose reading that older than 15 minutes. The meter paired successfully to a test a pump. The meter successfully delivered a bolus immediately after a blood glucose reading without alarm or issue. The pump appropriately warned when a bolus was attempted with a blood glucose reading that was older than 15 minutes. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.